Event description:
User facility medwatch #: (B)(4). It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 90% de novo target lesion was located in the distal right coronary artery. Prior to rotablating, the physician inserted the 330mm rotawire guide wire into the patient's anatomy and observed on the angiograph that the distal tip was fractured. The physician attempted to snare the fractured tip without success. The proximal section was removed but the distal tip remained in the vessel. The case was aborted when an extensive dissection flap was observed but no patient complications were reported. The patient condition was listed as stable.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(4). It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 90% de novo target lesion was located in the distal right coronary artery. Prior to rotablating, the physician inserted the 330mm rotawire guide wire into the patient's anatomy and observed on the angiograph that the distal tip was fractured. The physician attempted to snare the fractured tip without success. The proximal section was removed but the distal tip remained in the vessel. The case was aborted when an extensive dissection flap was observed but no patient complications were reported. The patient condition was listed as stable.

Manufacturer narrative:
(B)(4).